Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2020, for 5 days. The customer had been having low blood glucose over the last two months. The customer was passed out while trying to treat their low blood glucose and the emergency medical services went to their house to send them to the hospital. The customer's blood glucose level at the time of the incident was 35 mg/dl and the current blood glucose was 124 mg/dl. Customer had been using an insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display noted. Device uploaded properly using carelink. Device had scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).